Event description:
(B)(4) study. Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention with stenting treatment procedure, the stent was unable to cross the lesion. The subject presented due to stable angina (ccs class 2) and was referred for cardiac catheterization. The target lesion was located in the obtuse marginal (om) and was described as 16mm long, with a vessel diameter of 3.0 mm and 80% stenosis. The lesion was treated with pre-dilatation. The placement of an omega stent 3.0x20mm was attempted, but the device failed to cross the lesion. A second 3.0x20mm stent was successfully implanted with 0% residual stenosis. The patient was discharged on the same day. However, the device analysis indicated stent damage.

Manufacturer narrative:
Device evaluated by MFR: the omega stent delivery system (sds) was received with the hoop. The balloon was tightly folded with the stent secured on the balloon. The tip was damaged. There are two stent struts lifted/flared in the seventh distal row of stent struts. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).